Event description:
It was reported the lv lead was removed due to a fracture and the rv lead was removed due to a 'failure' of the y adaptor. The proximal pins were jammed in the y adaptor header and both leads had to be removed. It was also reported that the patient died during the lead extraction. No further details are available on the circumstances surrounding the pt's death. Cause of death is not known.